Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support, where review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment.re-link was completed successfully and the user was informed that he would go back to initialization phase. The user was also advised to complete the 4 calibrations necessary to complete this phase.upon reviewing dms, the user is currently using the system and receiving up-to-date glucose readings. B4.date of this report 07 march 2026. G3.date received by the manufacturer? 07 march 2026. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.